Manufacturer narrative:
An event of structural dysfunction was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25 mm trifecta valve was implanted. On (B)(6) 2017, the patient was hospitalized for moderate aortic insufficiency and severe aortic stenosis with a mean gradient of 55 mmhg and diagnosed with structural valve deterioration (leaflet tears and calcification). On (B)(6) 2017, the valve was explanted and replaced with a 25 mm magna valve. A CABG x 1 was also performed. The patient has been discharged. The valve was sent to the hospital pathology lab and will not be returned to abbott for analysis. The surgical pathology report provided by the hospital revealed gross examination to include calcification, a cusp tear near a strut post, focal recent subvalvular thrombus, and early obstructive fibrous ingrowth (pannus). The findings are associated with severe prosthetic aortic stenosis and moderate prosthetic aortic regurgitation. (Clinical study patient ID: (B)(6)).